Manufacturer narrative:
The patient exams were received and analyzed. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that initially when trying to load a patient single exam with 200 plus slices, the system split the exam into two different exams (i.e. Ct1, ct2). The forehead was not on the one exam and the other exam had a few small slices at the top of the head. The medtronic representative (rep) tried the exam disk in a compact navigation system and it loaded correctly. The site used the medtronic compact navigation system to complete their upcoming case. There was no patient present as this issue occurred prior to a case. It was noted that the surgeon was aware of the issue. Technical services (ts) had the rep add certain lines under the ear, nose & throat (ent) overrides; this did clean it up and added more surface area on the ct1 exam, but the image was still split. The rep noted that after the media io software application was updated, he attempted to load the original exam and it loaded successfully. The exam was received and reviewed by technical services (ts). Ts was able to replicate the issue. They were also able to load the exam normally using the updated version of media io.